Event description:
A uf reported that an airway tube broke immediately after the device was inserted into the pt. There was no injury to the pt. Physician removed the device and intubated the pt with an endotracheal tube. An MDR is being filed for this device malfunction since a broken airway tube could theooretically cause or contribute to a serious injury. Historically, no airway tube malfunction has caused or contributed to a serious injury or death, the uf has been requested to return the device to the MFR for an eval. A follow-up MDR will be submitted after the device has been returned and evaluated.